Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for high blood glucose levels. Customer stated that there was an emergency room visit for their high blood glucose levels. Customer's blood glucose at the time of emergency room visit was 597 mg/dl. Customer stated that the insulin pump has a bent cannula. Customer was wearing the pump at the time of emergency room visit. Nothing further reported.